Manufacturer narrative:
Additional information was received that the patient entire system was explanted. The patient is reportedly doing fine. Additional suspect medical device components involved in the event: model: sc-2218-50, serial/lot: (B)(4), description: linear st lead, 50cm. The explanted leads were not returned to bsn as they were discarded by the medical facility. It is indicated that the leads will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient had an infection at the ipg site. The ipg was subsequently explanted.

Manufacturer narrative:
It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the device history records and the sterilization documentation will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient had an infection at the ipg site. The ipg was subsequently explanted.

Manufacturer narrative:
Additional information was received that the patient experienced swelling and an oozing wound with pus. The patient was administered antibiotics.

Event description:
A report was received that the patient had an infection at the ipg site. The ipg was subsequently explanted.